Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guidewire, a 1.2mm x 15mm x 142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation below the rated pressure. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guidewire, a 1.2mm x 15mm x 142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation below the rated pressure. The procedure was completed with another of the same device. There were no patient complications reported.